Manufacturer narrative:
Please note hde number h230007. This event is related to a post-market clinical study 'protect' and reported retrospectively. A sample evaluation was not performed as the device remains implanted. The manufacturing records for amds55-40, lot c2459828d (finished goods) and c2459366d (sterile sub-assembly) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation there was one (1) ncr associated with sterile sub-assembly lot, c2459366d: ncr (B)(4). It is unrelated to the reported complaint. A complaint was reported to field assurance by an artivion project manager associated with a patient residing in the (B)(6) and a participant of the protect registry study. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. Patient (B)(6) is a 49-year-old male who had an amds-55-40 (lot #: c2459828d) implanted on (B)(6) 2023 at(B)(6) hospital, located in the (B)(6). The responsible investigator for the study is mr. (B)(6). Adverse event # 2 reports a vascular event described as ¿pseudoaneurysm requiring intervention¿ with an onset date of 07sep2023 (211 days post-op), ending on (B)(6) 2023. Additional details states ¿readmission in (B)(6) 2023 with peri-anastomosis hematoma and suspected infection of the thoracic aortic graft. Evacuation of pus and washout on the (B)(6) 2023. Mediastinal washout and closure of the sternum. Harvesting of omental flap on the (B)(6) 2023.¿ the event was deemed ¿possibly¿ related to the amds device and ¿possibly¿ related to the implant procedure. Debakey type a dissection was identified as the pre-existing condition or acute disease that may have caused or contributed to the event. The event resulted in a serious adverse event due to ¿medical or surgical intervention to prevent permanent impairment of a body structure or function¿. The patient was hospitalized due to this event on 07sep2023 and surgical treatment as described above was provided and the even was documented as resolved. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Any alleged infection is unlikely related to the device, because amds undergoes a validated terminal sterilization step during manufacturing. Of note ¿arterial or venous thrombosis and/or pseudoaneurysm¿ is listed in the clinical evaluation report (cer) as a potential adverse event. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history record confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. There was one (1) ncr associated with sterile sub-assembly lot, c2459366d: ncr (B)(4). It is unrelated to the reported complaint. An adverse event was reported. However, no specific device malfunction or failure modes were reported; there were no reports of device malfunction or deterioration that may have led to the event, and the device remains implanted. Should additional information be obtained at a later date regarding potential failure modes, an updated risk assessment shall be performed. This complaint reports an ae and does not specify potential causes of failure. As such, no risk occurrence analysis was performed in this report. Per the clinical report, ¿health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks¿. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report the protect study patient experienced a vascular event detailed as pseudoaneurysm requiring intervention on 07sept2023. This event is described as readmission in sept 2023 with peri-anastomsis haematoma and suspected infection of the thoracic aortic graft. Per the adverse event report form this is (s)ae#2. The amds was implanted on (B)(6) 2023. The event began on 07sept2023 and the end date is 11sept2023. The event was not expected. The event is possibly related to the amds device and probably related to the implant procedure of the amds. A pre-existing condition or acute disease did cause or contribute to the event and is listed as debakey type a dissection. The event did lead to a serious deterioration in health in the form of medical or surgical intervention to prevent permanent impairment of a body structure or function. The patient was hospitalized from on (B)(6) 2023. The event is listed as resolved. Surgical intervention was performed and described as evacuation of pus and washout on (B)(6) 2023. Mediastinal washout and closure of the sternun. Harvesting of omental flap on (B)(6) 2023. This investigation is relegated to amds55-40, lot number: c2459828d with the allegation of pseudoaneurysm requiring surgical intervention.

Manufacturer narrative:
Please note hde number: (B)(4). This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.